Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call retainer ring damage on the insulin pump. Customer¿s blood glucose level was 200 mg/dl. Customer advised the retainer ring came out and the reservoir fell out in addition to the o ring. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with minor scratched lcd window, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.